Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with heavy calcification and moderate tortuosity. The 4.5x8mm nc trek balloon dilatation catheter (bdc) had no resistance during advancement, however, the balloon ruptured during the procedure. The device was soaked and was prepared (air aspiration) outside the anatomy prior to use. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.